Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempted interrogation of the pulse generator, stored diagnostics data was unavailable due to an invalid value. The invalid measurement was cleared and interrogation was successful. Interrogation yielded a false alert for battery depletion. The alert was cleared and the device exhibited normal operations.